Manufacturer narrative:
Concomitant medical devices: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
The patient reported that the personal therapy manager (ptm) displayed code 8286 on (B)(6) 2015. The patient was due for a refill, and the refill was missed. The patient had been ill with a highly contagious throat and head bacterial infection, and they did not want to access the patient's pump. The patient was still on antibiotics. The patient was allergic to the first antibiotics tried. There was no audible pump alarm, but the patient "was not familiar with that." The patient was sweating profusely and was in quite a bit of pain that morning. This was increasing throughout the day and occurred suddenly per the patient. The patient had contacted her health care provider (hcp) and was waiting for a call back from them. The indication for use was spinal pain. The medication being delivered via the pump was fentanyl at a concentration of 25.0ug/ml and 820.5ug/day. The lot number was unknown. Actions/interventions taken and the outcome of the event were unknown. If additional information becomes available, the event will be updated.